Event description:
It was reported that the patient noticed a burning smell; the monitor was scorched at plug in site, power cord burnt and monitor blackened with damage. Patient disabled the unit immediately. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.